Event description:
It was reported that during reprocessing the da vinci si monopolar curved scissors (mcs) instrument orange seal was starting to peel off. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the extension tube displayed a section where pad printing was removed about 0.40 x 0.23 close to the proximal clevis. The evidence was inconclusive, but the pad printing removed damage was likely due to improper cleaning. Failure analysis also observed that the banana plug was bent sideways. There was no damage to the chassis or housing. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.